Event description:
It was reported that the patient experienced a change of symptoms about six to eight weeks before the initial report was made, he felt "the old baseball bat in the lumbar back," and "something's not right." The patient believed the pump was not functioning correctly, he saw his healthcare provider (hcp) who interrogated the pump, which was noted to be working. An x-ray was done and the hcp could not see the catheter "at all." The hcp thought the catheter was "misplaced" or dislodged and dye study was scheduled. It was noted that there was no known trauma associated with the event. The device system was used to infuse prialt and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n117115, implanted: (B)(6) 2007. Product type: accessory: product ID 8709, lot# j10990r39, implanted: (B)(6) 2002. Product type: catheter. (B)(4).